Event description:
This complaint is now reportable based on the analysis completed on 06/30/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.00x38 mm taxus liberte drug-eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the moderately tortuous, severely calcified left circumflex (lcx). The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.